Event description:
Same patient as MDR 6000089-2006-00299. It was reported that 264 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the circumflex artery (cx) to alleviate in-stent restenosis. The taxus stent was placed in the cx during a tvr of the study stent. An occlusion of the lcx from guidewire-induced medtronic launcher ebu 4.0, dissection of the proximal vessel at the beginning of the procedure was treated with balloon angioplasty and placement of a 2.75x28mm taxus stent. Per catheterization report, final angiography showed reconstitution of the lcx lumen without residual stenosis, dissection or compromise of the side branches. The patient experienced chest pain overnight post-stenting which was not associated with acute ECG changes. He was discharged two days later on continued asa and plavix therapy. Left coronary angiography 264 days post procedure revealed total occlusion of the previously placed 1st diagonal stent. There was also total occlusion of the mid lcs involving the distal portion of the previously placed proximal lcx stent. In-stent restenosis of the 1st diagonal was treated with aggressive balloon angioplasty. Angioplasty results in the distal portion of the stent were suboptimal despite the establishment of timi 3 grade flow, and further stent were placed in the 1st diagonal which was considered chronically occluded. The lcx was successfully treted with balloon angioplasty and a 2.5x28mm cypher stent which overlapped the distal portion of the previously placed lcx stent. The patient was discharged one day post tvr on continued asa and plavix therapy. In the opinion of the physician, there was a probable relationship between the taxus stent and the tvr.